Manufacturer narrative:
The customer stated they did not trace the bacterial contamination back to the sterrad® loads but reported instead that patient #2 did not have surgery in the reported hospital. Instead, this patient was only reported to be in the hospital¿s intensive care unit (ICU). The customer also provided new information and reported there was a ¿bad practice¿ of the hospital¿s decontamination process that was done prior to loading items in the sterrad®. It was also noted the customer was sterilizing items that were not validated in the sterrad® sterility guide. These items include gore-tex prosthesis, dacron prosthesis, an unknown ¿mesh¿, and a ligasure clamp (35.5 cm long). Re-training for this customer was reported to be planned in july 2016. At the time the reporting determination was made, a decision was made to file a FDA medwatch report based on limited information, and due to the fact that the customer reported loads where ci strips did not change properly and were released and used on two patients. After further investigation and new information received, these two complaints ((B)(4)) regarding the two patients are deemed not reportable. There is no evidence to trace loads processed in the sterrad® back to either of these two patients. Instead the customer reported traceability of patient contamination back to a surgical patient that was discharged home with a relative doing unknown wound and drain care and to a non-surgical patient in the hospital ICU.

Manufacturer narrative:
The field service engineer was dispatched to the site on (B)(4) 2016, at that time the customer was informed the unit was working to specification.

Event description:
A customer reported two patients are experiencing bacterial infections from loads not sterilizing properly in the sterrad nx sterilizer. The cycles complete successfully but the some of the processed chemical indicators are not changing color properly. A cultivation test was performed on the last processed load, and the results of the tests were positive for bacterial contamination. The patients are being treated for the infections, however no further details regarding the cultivation test, patient injuries and medical treatment are known at this time. Asp will continue to follow up for additional information. The (B)(4) is being reported for patient #1 and (B)(4) was reported for patient #2. He (B)(4) is being reported for the incorrect color change of the chemical indicator strip. This is two of three 3500a reports being submitted for this event. Please reference manufacturer report numbers: 2084725-2016-00346, 2084725-2016-00347 and 2084725-2016-00348.